Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the device displayed error code 218-delivery device impedance error. There were no patient complications and the patient was rescheduled. The event was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.